Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited right atrial (ra) impedance measurements of greater than 2500 ohms. An ra lead fracture was noted due to the elevated impedance measurements. The device was reprogrammed to vvi and the patient would continue to be monitored. No additional adverse patient effects were reported. The device remains in service.